Event description:
It was reported to boston scientific corporation that a pneumatic inflator was during an esophagogastroduodenoscopy (egd) with achalasia balloon dilation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, when the balloon was inflated, the gauge needle was not working. Reportedly, the needle stayed at zero and did not increase, so there was no way to determine the actual inflation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation results: visual examination of the returned complaint device revealed no damage was found on the device. Functional evaluation was performed, and the device was inflated to 20 psi; there was no issues observed. This was repeated five times with the same results. The returned device review (visual, physical, and performance testing) showed no evidence of either the alleged or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint cannot be detected.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was during an esophagogastroduodenoscopy (egd) with achalasia balloon dilation procedure performed in the esophagus on (B)(6) 2020. According to the complainant, during the procedure, when the balloon was inflated, the gauge needle was not working. Reportedly, the needle stayed at zero and did not increase, so there was no way to determine the actual inflation. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.